Event description:
A customer contacted beckman coulter inc (bci) in regards to receiving a bottle of citranox that was leaking. There was no report of injury.

Manufacturer narrative:
From the picture supplied by the customer, the cardboard shipping carton shows evidence of leaking on both inside and outside. The contents of the bottle leaked due to no cap on the bottle.